Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. Medical device problem (B)(4) captures the reportable event of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy with polypectomy procedure in (B)(6) 2021. The exact date of the procedure was not provided. During the procedure, the clip was able to grasp and lock onto tissue, but would not release from the catheter to deploy. It was noted that resistance was felt in the handle and the pop stage of deployment was not heard. Reportedly, the physician pulled the clip from the tissue, and the procedure was completed with another resolution clip 360 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy with polypectomy procedure in february 2021. The exact date of the procedure was not provided. During the procedure, the clip was able to grasp and lock onto tissue, but would not release from the catheter to deploy. It was noted that resistance was felt in the handle and the pop stage of deployment was not heard. Reportedly, the physician pulled the clip from the tissue, and the procedure was completed with another resolution clip 360 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as the event date is unknown. Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscope examination was performed, and there was no hits or visible issue found on the bushing. Dimensional examination was performed on the bushing outside diameter, and it was confirmed to be within specification. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.